Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the catheter was discarded after being replaced, no definitive root cause can be established for the alleged migration and coiling of the catheter. Per the IFU for the us catheter kit, catheter migration and kinking is a known possible risk associated with the intrathecal catheter. (B)(4).

Event description:
While reporting a current catheter issue due to alleged patient fall unrelated to pump therapy, representative reported a prior replacement. A fall was not reportedly involved with the prior catheter migration. Representative confirmed that a cap study was performed and identified that the catheter tip was coiled. The catheter was replaced and disposed of at the explanting facility.